Event description:
It was reported that an ilet pump would not turn on; when placed on the charger the indicator changed from a solid green light to a flashing green light, and the issue persisted despite trying another outlet, consistent with an unresponsive control interface associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen that presented as an unresponsive key or button function. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.